Manufacturer narrative:
(B)(4). Returned meter was evaluated with no defect found. Returned strips were evaluated by qc on (B)(6) 2015 and indicated lo readings and black chemistry was observed. Most likely underlying root cause of black chemistry observed on returned strips is improper storage.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-160mg/dl fasting. Verified test strips expire 05/20/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015 customer performed a back to back blood test 25mg/dl and 25mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: all.